Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 600 mg/dl and 4.0 mmol/l ketone level/ diabetic ketoacidosis; customer alleged an unspecified pump issue resulted in elevated bg. Manual injections were administered to address bg. Customer was treated with a potassium and saline drip and manual injections. Customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer reverted to alternate insulin therapy for diabetes management. Additional training on the pump was provided to the customer.